Event description:
The customer reported via phone call that they received a motor error alarm during a bolus. Customer also reported their blood glucose rising to 500 mg/dl. Customer treated their blood glucose with a manual injection. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer also reported a four inch crack on the insulin pump. It was found the customer worked with x-rays for their occupation. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, and prime test. However, the pump was received stuck in a motor error alarm loop during the bolus/basal delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump passed the displacement test, but was unable to perform the excessive no delivery test and occlusion test due to the motor error alarms. The pump also had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and a scratched reservoir tube window.